Event description:
It was reported that an ilet displayed a low battery and therapy stopped despite showing that it was charging on the dock, which was later resolved by using a different power outlet and allowing additional charge time, consistent with a charging problem involving the battery charger. Customer care provided support that included user communication and troubleshooting remotely. Investigation of this case revealed a power source problem consistent with a charging problem associated with the battery charger. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. The device subsequently held a charge after changing outlets and continuing to charge.